Event description:
It was reported that during a routine device changeout, t-wave oversensing (twos) was observed. Programming around it was attempted however, they were unable to resolve the oversensing. The right ventricular (rv) lead was capped and the existing rv pace/sense lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-65 lead, (B)(6) 2007; 4194-88 lead, (B)(6) 2007. (B)(4).